Manufacturer narrative:
Customer reported that there was a primary audible alarm and acu watchdog error. Both tamper seals were intact. The device is in a good condition with no visible contamination. Performed power up and performed infusion and occlusion test,primary audible alarm bgnd test found in ehl and also acu watchdog error. Replaced speaker as preventive measure and performed self test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection alarm. Unable to determine who caused the problem no external damage or contamination to interconnect board or speaker.

Event description:
It was reported that the device had primary audible alarm, and the acu watchdog had error. No patient injury was reported.